Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges while she was backing out of an elevator. She alleges that the orientation of the tires caused them to become caught in the gap between the elevator and the floor of the level she was exiting. Once the tires became stuck, she was allegedly unable to move the unit and stood up to exit the chair. While attempting to free the unit, the footplate allegedly struck her shin, causing immediate and significant injury with active bleeding.